Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the surgeon placed the device in the abdomen and attempted to inflate it, but the balloon would not inflate. The device was removed and a new device was opened to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.